Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, an unknown device failure occurred. Hemostasis was achieved using manual arterial compression. No femoral angiogram was taken. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates different than expected (unknown device failure) was not confirmed, due to the returned condition of the device. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The date of occurrence was reported to be unknown, estimated date was entered as (B)(6) 2014. Failure to follow steps/instructions: reportedly, no femoral angiogram was taken. Per the starclose se instructions for use, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.